Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the pump's black box showed dates from (B)(6) 2016 - (B)(6) 2016. The black box data from date of the complaint has been overwritten. The current black box showed no evidence of short battery life. The pump's current draws were found to be within specifications. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. The battery cap had damaged threads. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.